Event description:
Burn [thermal burn], she felt an irritation in her lower left abdomen [skin irritation], it's bigger, discolored and has dark brown specks in it, almost looked necrotic [skin discolouration], the burn as discolored with some sort of petechiae [petechiae], the cell in the heatwrap was broken [device breakage], attached the adhesive to her body/did not check her skin under the product while wearing thermacare/she read the usage instructions on thermacare before used the product [intentional device misuse], placed the heatwrap on her lower abdomen because she had irritable bowel syndrome [device use issue]. Case narrative: this is a spontaneous report from a contactable (B)(6) reported for herself. A (B)(6) female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain) lot number: t78907, expiry date: nov2020, and lot number: x70537, expiry date: aug2021, from 2004 to (B)(6) 2019 at unknown dose to stop contractions from irritable bowel syndrome. Medical history included high blood pressure, high cholesterol and irritable bowel syndrome. Concomitant medications included irbesartan, tamsulosin and atenolol. She previously used thermacare heatwrap and did not experience the same problem. The patient explained she had red marks on her skin when she took the previous product off but no burning. The patient used an electric heating pad four years ago, for maybe 3 hours on low. Her heating pad shuts off automatically after 20 minutes. She did not want to start back using that. She did not previously experienced a problem. The patient stated that her husband purchased the thermacare heatwraps for her. She placed the heatwrap on her lower abdomen because she had irritable bowel syndrome and it helped. The other day ((B)(6) 2019), the patient noticed there was a burn on her abdomen. There were other red marks on her abdomen, but this one particular burn remained. The patient explained the burn was a perfect shaped circle located on the lower left side of her abdomen. She mentioned the burn looked bigger than before. There was no blister on it. She put some silver sulfadiazine on it because the burn looked like it was going to blister. The patient first stated that this particular heatwrap that caused the burn she believed was neck pain therapy or shoulder. She later clarified she believed the heatwrap was muscle pain therapy. She knew it was the smallest heatwrap. The patient explained the cell in the heatwrap was broken and she would like to know what was going on. The patient explained this wasn't the first time a cell had broken inside the heatwrap. She wanted to know if there was any lead in her abdomen from that. She was concerned since she still had the burn. The patient clarified she noticed the burn right before her birthday. The patient explained that the only reason she noticed the burn was because she had a dress on and stockings on and she felt an irritation in her lower left abdomen. She saw the burn and immediately stopped using the product. The patient explained that it's bigger, discolored and has dark brown specks in it, almost looked necrotic. The patient explained the burn didn't hurt but it's still there. The burn was not raised. She further described the burn as discolored with some sort of petechiae. The burn was the size of an eraser tip of a pencil. The burn was larger before and had a ring and then it shrunk. The patient explained it had improved in size but there was now discoloration. The color was like rosacea/brownish with black specks in the middle of it. The patient explained that it looked like something was under her skin. She threw the box and the heatwrap that caused the burn away. She had four other boxes in front of her that hadn't been used. She was too scared to use them. The patient was keeping these boxes in the back of her cupboard. She used them all of the time but she hadn't used any since the burn. She was scared to she believed she will be permanently discontinuing this product. There were too many recalls. She was wondering if there had been a recall on the ones she had. The patient believed she was using a muscle pain therapy heatwrap when she experienced the burn. She verified she did not go to bed with the heatwraps on. She explained the warmth from the heatwraps stopped the contractions from her irritable bowel syndrome. She had not been diagnosed with this but as a nurse, she believed this was what she had. The patient had taken pictures of the burn. She mentioned she received burns before on her hands before, but it was never this color. Reporter seriousness for burn was medically significant. The burn on her abdomen was discolored and got irritated when she was wearing paints. She believed the burn was related to the device. The patient explained there were other tiny red marks on her abdomen when she took the heatwrap off, but the marks didn't amount to anything. Her skin was red but this one burn remained. She classified her skin tone as fair. She did not have sensitive skin and tan very easily. She did not have abnormal skin conditions. She used thermacare just that day, maybe 5 hours per day. She had never used the product longer than directions. When the patient got up in the morning, she changed from her night gown into a house dress and put the heatwrap on. The dress she wears was like cotton and the underwear she used was "old lady underwear" and came up very high. The heatwrap wasn't rubbing. The patient verified she attached the adhesive to her body. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She read the usage instructions on thermacare before used the product. When she got a new box she read the back to see if there was any new things on it. She had counseled her patients going for an MRI to take the product off. She mentioned she tell her patients to wear the heatwraps. They were very convenient. Some of her patients weren't aware you were supposed to take the product off while getting an MRI. The action taken in response to the event of the product was permanently discontinued. The outcome of "burn" and "the cell in the heatwrap was broken" was resolving. The outcome of other events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of thermal burn, skin irritation, skin discolouration, petechiae, device breakage, and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn [thermal burn] , she felt an irritation in her lower left abdomen [skin irritation] , it's bigger, discolored and has dark brown specks in it, almost looked necrotic [skin discolouration], the burn as discolored with some sort of petechiae [petechiae], the cell in the heatwrap was broken [device breakage] , attached the adhesive to her body/did not check her skin under the product while wearing thermacare/she read the usage instructions on thermacare before used the product [intentional device misuse], placed the heatwrap on her lower abdomen because she had irritable bowel syndrome [device use issue]. Case narrative:this is a spontaneous report from a contactable nurse reported for herself. A 50-year-old female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain) lot number: t78907, expiry date: nov2020, and lot number: x70537, expiry date: aug2021, from 2004 to jan 2019 at unknown dose to stop contractions from irritable bowel syndrome. Medical history included high blood pressure, high cholesterol and irritable bowel syndrome. Concomitant medications included irbesartan tablet oral at 150 mg for high blood pressure, tamsulosin tablet oral at 0.4 mg as needed for kidney stone and atenolol (strength: 25 mg) at 25 mg for tachycardia. She previously used thermacare heatwraps and did not experience the same problem. The patient explained she had red marks on her skin when she took the previous product off but no burning. The patient used an electric heating pad four years ago, for maybe 3 hours on low. Her heating pad shuts off automatically after 20 minutes. She did not want to start back using that. She did not previously experience any problem. The patient stated that her husband purchased the thermacare heatwraps for her. She placed the heatwrap on her lower abdomen since 2004 because she had irritable bowel syndrome and it helped. The other day ((B)(6) 2019), the patient noticed there was a burn on her abdomen. There were other red marks on her abdomen, but this one particular burn remained. The patient explained the burn was a perfect shaped circle located on the lower left side of her abdomen. She mentioned the burn looked bigger than before. There was no blister on it. She put some silver sulfadiazine on it because the burn looked like it was going to blister. The patient first stated that this particular heatwrap that caused the burn she believed was neck pain therapy or shoulder. She later clarified she believed the heatwrap was muscle pain therapy. She knew it was the smallest heatwrap. The patient explained the cell in the heatwrap was broken and she would like to know what was going on. The patient explained this wasn't the first time a cell had broken inside the heatwrap. She wanted to know if there was any lead in her abdomen from that. She was concerned since she still had the burn. The patient clarified she noticed the burn right before her birthday. The patient explained that the only reason she noticed the burn was because she had a dress on and stockings on and she felt an irritation in her lower left abdomen. She saw the burn and immediately stopped using the product. The patient explained that it's bigger, discolored and had dark brown specks in it, almost looked necrotic. The patient explained the burn didn't hurt but it's still there. The burn was not raised. She further described the burn as discolored with some sort of petechiae. The burn was the size of an eraser tip of a pencil. The burn was larger before and had a ring and then it shrunk. The patient explained it had improved in size but there was now discoloration. The color was like rosacea/brownish with black specks in the middle of it. The patient explained that it looked like something was under her skin. She threw the box and the heatwrap that caused the burn away. She had four other boxes in front of her that hadn't been used. She was too scared to use them. The patient was keeping these boxes in the back of her cupboard. She used them all of the time but she hadn't used any since the burn. She believed she will be permanently discontinuing this product. There were too many recalls. She was wondering if there had been a recall on the ones she had. The patient believed she was using a muscle pain therapy heatwrap when she experienced the burn. She verified she did not go to bed with the heatwraps on. She explained the warmth from the heatwraps stopped the contractions from her irritable bowel syndrome. She had not been diagnosed with this but as a nurse, she believed this was what she had. The patient had taken pictures of the burn. She mentioned she received burns before on her hands before, but it was never this color. The nurse reported seriousness for burn was medically significant. The burn on her abdomen was discolored and got irritated when she was wearing paints. She believed the burn was related to the device. The patient explained there were other tiny red marks on her abdomen when she took the heatwrap off, but the marks didn't amount to anything. Her skin was red but this one burn remained. She classified her skin tone as fair. She did not have sensitive skin and tan very easily. She did not have abnormal skin conditions. She used thermacare just that day, maybe 5 hours per day. She had never used the product longer than directions. When the patient got up in the morning, she changed from her night gown into a house dress and put the heatwrap on. The dress she wears was like cotton and the underwear she used was "old lady underwear" and came up very high. The heatwrap wasn't rubbing. The patient verified she attached the adhesive to her body. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She read the usage instructions on thermacare before used the product. When she got a new box she read the back to see if there was any new things on it. She had counseled her patients going for an MRI to take the product off. She mentioned she tell her patients to wear the heatwraps. They were very convenient. Some of her patients weren't aware you were supposed to take the product off while getting an MRI. The action taken in response to the events of the product was permanently discontinued. The outcome of "burn" and "the cell in the heatwrap was broken" was resolving. The outcome of other events was unknown. As of (B)(6) 2019, according to the product quality complaint group for lot number: t78907 and lot number: x70537: the root cause category is non assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No trend has been identified for muscle and joint product for the subclass of cells damaged/leaking for muscle and joint products. As of (B)(6) 2019, according to the product quality complaint group for lot number: t78907 includes: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the heatwrap "caused a burn." The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. As of (B)(6) 2019 and (B)(6) 2019, according to product quality complaint group: initial complaint assessment: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 01feb2016 through 28feb2019/manufacturing site: pfizer albany/complaint class: external cause investigation complaint sub class: adverse event safety request for investigation. The pcom search returned a total of 53 complaints for muscle and joint (m&j) 8 hr products during this time period for the class/subclass. Of the 53 complaints; 3 complaints had the batch number recorded as "unknown". The 50 remaining complaints were evaluated. There was one complaint (#/#) confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. (#/(B)(6)) determined the most probable root cause of the event is in the equipment, other with method as a contributory factor. The root cause of this event is brine was placed outside the cells during manufacturing due to an unseated supply line allowing air into the system. Method was considered as a contributory factor because an mwi for purging brine is necessary. There is no document that clearly provides instructions on how to purge brine. The following corrective and preventative actions were initiated to address the root causes: 2424148-mwi for purging brine, 2424164-brine manifold supply line connectors,2424171-hpm hourly inspection,2424184-need to increase border of the wrap,2424195-brine solution detectability,2424199- update fmea rpt-39239,2424234-revise investigations. Based on this pcom search, there is not a trend identified for the subclass of adverse event safety request for investigation for muscle and joint products, refer to attachment m&jae feb2016-feb2019. There is no further action required. The adverse event safety request for investigation complaint subclass shows an increase in nov2018 thru jan2019. This is a seasonality change in combination with a change in safety's procedure #, "case processing principles product quality complaint guidance", updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. Investigation summary: the root cause category is non-assignable (complaint not confirmed). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass of adverse event for muscle and joint products. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. This complaint was not confirmed to have a device malfunction causing a "burn". If device malfunction was confirmed the severity level is s3 per rpt-74091 "bridging pfizer hal severity ranking to severity numbers applied in the thermacare heat wrap rmp", version #, effective date: 28sep2018. Safety is notified of s3, s4 and s5 per sop-58303 "processing consumer complaints", section 7.4, version #, effective date: 15nov2018. Notification to safety was sent on 18mar2019. As of 24apr2019, according to the product quality complaint group for lot number: x70537: initial complaint assessment: batch x70537 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of a retain sample included one carton and three pouched wraps inside. Inspection shows no obvious defects to carton or pouches. #, retain sample inspection form, documented the retain evaluation performed on 19mar2019. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. On this basis evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in-process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c to 41.6°c) per #; effective date 18jul2018. There were no wrap attribute or variable defects recorded for the batch. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperature. A returned sample has not been received at the site for evaluation as of 22mar2019. The thermal data was reviewed and there were no thermal results outside the required specifications per #; effective date: 18jul2018. Investigation summary: a site investigation was conducted on production records; a device malfunction was not identified during records review. A return sample was not received; a device malfunction cannot be confirmed. There is no further investigation or actions needed. The root cause category is non assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related: no. Complaint confirmed: no. Follow-up (21feb2019): this is a follow-up report from the product quality complaint group includes investigational results, patient age updated and causality updated from n/a to associated. Follow-up (14mar2019): new information received from product quality complaint group includes investigation results. Follow-up (18mar2019 and 04apr2019): new information received from product quality complaints group included: investigation results. Company clinical evaluation comment: based on the information provided, the events of thermal burn, skin irritation, skin discolouration, petechiae, device breakage, and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time. Follow- up (24apr2019): new information received from the product quality complaint group includes investigational results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the events of thermal burn, skin irritation, skin discolouration, petechiae, device breakage, and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Lot number: t78907 and lot number: x70537: the root cause category is non assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No trend has been identified for muscle and joint product for the subclass of cells damaged/leaking for muscle and joint products. Lot number: t78907 includes: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the heatwrap "caused a burn." The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Initial complaint assessment: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 01feb2016 through 28feb2019/manufacturing site: pfizer albany/complaint class: external cause investigation complaint sub class: adverse event safety request for investigation. The pcom search returned a total of 53 complaints for muscle and joint (m&j) 8 hr products during this time period for the class/subclass. Of the 53 complaints; 3 complaints had the batch number recorded as ¿unknown¿. The 50 remaining complaints were evaluated. There was one complaint (#/#) confirmed to have a manufacturing process root cause for a complaint of adverse.

Manufacturer narrative:
Investigation summary: the root cause category is non assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No trend has been identified for muscle and joint product for the subclass of cells damaged/leaking for muscle and joint products.

Event description:
Event [preferred term] burn [thermal burn] , she felt an irritation in her lower left abdomen [skin irritation] , it's bigger, discolored and has dark brown specks in it, almost looked necrotic [skin discolouration] , the burn as discolored with some sort of petechiae [petechiae] , the cell in the heatwrap was broken [device breakage] , attached the adhesive to her body/did not check her skin under the product while wearing thermacare/she read the usage instructions on thermacare before used the product [intentional device misuse] , placed the heatwrap on her lower abdomen because she had irritable bowel syndrome [device use issue] , . Case narrative:this is a spontaneous report from a contactable nurse reported for herself. A 50-years-old female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain) lot number: t78907, expiry date: nov2020, and lot number: x70537, expiry date: aug2021, from (B)(6) to (B)(6) 2019 at unknown dose to stop contractions from irritable bowel syndrome. Medical history included high blood pressure, high cholesterol and irritable bowel syndrome. Concomitant medications included irbesartan tablet oral at 150 mg for high blood pressure, tamsulosin tablet oral at 0.4 mg as needed for kidney stone and atenolol (strength: 25 mg) at 25 mg for tachycardia. She previously used thermacare heatwraps and did not experience the same problem. The patient explained she had red marks on her skin when she took the previous product off but no burning. The patient used an electric heating pad four years ago, for maybe 3 hours on low. Her heating pad shuts off automatically after 20 minutes. She did not want to start back using that. She did not previously experience any problem. The patient stated that her husband purchased the thermacare heatwraps for her. She placed the heatwrap on her lower abdomen since (B)(6) because she had irritable bowel syndrome and it helped. The other day ((B)(6) 2019), the patient noticed there was a burn on her abdomen. There were other red marks on her abdomen, but this one particular burn remained. The patient explained the burn was a perfect shaped circle located on the lower left side of her abdomen. She mentioned the burn looked bigger than before. There was no blister on it. She put some silver sulfadiazine on it because the burn looked like it was going to blister. The patient first stated that this particular heatwrap that caused the burn she believed was neck pain therapy or shoulder. She later clarified she believed the heatwrap was muscle pain therapy. She knew it was the smallest heatwrap. The patient explained the cell in the heatwrap was broken and she would like to know what was going on. The patient explained this wasn't the first time a cell had broken inside the heatwrap. She wanted to know if there was any lead in her abdomen from that. She was concerned since she still had the burn. The patient clarified she noticed the burn right before her birthday. The patient explained that the only reason she noticed the burn was because she had a dress on and stockings on and she felt an irritation in her lower left abdomen. She saw the burn and immediately stopped using the product. The patient explained that it's bigger, discolored and had dark brown specks in it, almost looked necrotic. The patient explained the burn didn't hurt but it's still there. The burn was not raised. She further described the burn as discolored with some sort of petechiae. The burn was the size of an eraser tip of a pencil. The burn was larger before and had a ring and then it shrunk. The patient explained it had improved in size but there was now discoloration. The color was like rosacea/brownish with black specks in the middle of it. The patient explained that it looked like something was under her skin. She threw the box and the heatwrap that caused the burn away. She had four other boxes in front of her that hadn't been used. She was too scared to use them. The patient was keeping these boxes in the back of her cupboard. She used them all of the time but she hadn't used any since the burn. She believed she will be permanently discontinuing this product. There were too many recalls. She was wondering if there had been a recall on the ones she had. The patient believed she was using a muscle pain therapy heatwrap when she experienced the burn. She verified she did not go to bed with the heatwraps on. She explained the warmth from the heatwraps stopped the contractions from her irritable bowel syndrome. She had not been diagnosed with this but as a nurse, she believed this was what she had. The patient had taken pictures of the burn. She mentioned she received burns before on her hands before, but it was never this color. The nurse reported seriousness for burn was medically significant. The burn on her abdomen was discolored and got irritated when she was wearing paints. She believed the burn was related to the device. The patient explained there were other tiny red marks on her abdomen when she took the heatwrap off, but the marks didn't amount to anything. Her skin was red but this one burn remained. She classified her skin tone as fair. She did not have sensitive skin and tan very easily. She did not have abnormal skin conditions. She used thermacare just that day, maybe 5 hours per day. She had never used the product longer than directions. When the patient got up in the morning, she changed from her night gown into a house dress and put the heatwrap on. The dress she wears was like cotton and the underwear she used was "old lady underwear" and came up very high. The heatwrap wasn't rubbing. The patient verified she attached the adhesive to her body. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She read the usage instructions on thermacare before used the product. When she got a new box she read the back to see if there was any new things on it. She had counseled her patients going for an MRI to take the product off. She mentioned she tell her patients to wear the heatwraps. They were very convenient. Some of her patients weren't aware you were supposed to take the product off while getting an MRI. The action taken in response to the events of the product was permanently discontinued. The outcome of "burn" and "the cell in the heatwrap was broken" was resolving. The outcome of other events was unknown. As of (B)(6) 2019, according to the product quality complaint group: the root cause category is non assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No trend has been identified for muscle and joint product for the subclass of cells damaged/leaking for muscle and joint products. Follow-up (on (B)(6) 2019): this is a follow-up report from the product quality complaint group includes investigational results, patient age updated and causality updated from n/a to associated. Company clinical evaluation comment: based on the information provided, the events of thermal burn, skin irritation, skin discolouration, petechiae, device breakage, and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of thermal burn, skin irritation, skin discolouration, petechiae, device breakage, and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the heatwrap "caused a burn." The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Initial complaint assessment: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: (B)(6) 2016 through (B)(6) 2019/manufacturing site: pfizer albany/complaint class: external cause investigation complaint sub class: adverse event safety request for investigation. The pcom search returned a total of 53 complaints for muscle and joint (m&j) 8 hr products during this time period for the class/subclass. Of the 53 complaints; 3 complaints had the batch number recorded as ¿unknown¿. The 50 remaining complaints were evaluated. There was one complaint (#/#) confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. (#/pr (B)(4) determined the most probable root cause of the event is in the equipment, other with method as a contributory factor. The root cause of this event is brine was placed outside the cells during manufacturing due to an unseated supply line allowing air into the system. Method was considered as a contributory factor because an mwi for purging brine is necessary. There is no document that clearly provides in.

Event description:
Event verbatim [preferred term] burn [thermal burn] , she felt an irritation in her lower left abdomen [skin irritation] , it is bigger, discolored and has dark brown specks in it, almost looked necrotic [skin discolouration] , the burn as discolored with some sort of petechiae [petechiae] , the cell in the heatwrap was broken [device breakage] , attached the adhesive to her body/did not check her skin under the product while wearing thermacare/she read the usage instructions on thermacare before used the product [intentional device misuse] , placed the heatwrap on her lower abdomen because she had irritable bowel syndrome [device use issue] , . Case narrative:this is a spontaneous report from a contactable nurse reported for herself. A 50-year-old female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain) lot number: t78907, expiry date: nov2020, and lot number: x70537, expiry date: aug2021, from 2004 to jan2019 at unknown dose to stop contractions from irritable bowel syndrome. Medical history included high blood pressure, high cholesterol and irritable bowel syndrome. Concomitant medications included irbesartan tablet oral at 150 mg for high blood pressure, tamsulosin tablet oral at 0.4 mg as needed for kidney stone and atenolol (strength: 25 mg) at 25 mg for tachycardia. She previously used thermacare heatwraps and did not experience the same problem. The patient explained she had red marks on her skin when she took the previous product off but no burning. The patient used an electric heating pad four years ago, for maybe 3 hours on low. Her heating pad shuts off automatically after 20 minutes. She did not want to start back using that. She did not previously experience any problem. The patient stated that her husband purchased the thermacare heatwraps for her. She placed the heatwrap on her lower abdomen since 2004 because she had irritable bowel syndrome and it helped. The other day (B)(6) 2019), the patient noticed there was a burn on her abdomen. There were other red marks on her abdomen, but this one particular burn remained. The patient explained the burn was a perfect shaped circle located on the lower left side of her abdomen. She mentioned the burn looked bigger than before. There was no blister on it. She put some silver sulfadiazine on it because the burn looked like it was going to blister. The patient first stated that this particular heatwrap that caused the burn she believed was neck pain therapy or shoulder. She later clarified she believed the heatwrap was muscle pain therapy. She knew it was the smallest heatwrap. The patient explained the cell in the heatwrap was broken and she would like to know what was going on. The patient explained this wasn't the first time a cell had broken inside the heatwrap. She wanted to know if there was any lead in her abdomen from that. She was concerned since she still had the burn. The patient clarified she noticed the burn right before her birthday. The patient explained that the only reason she noticed the burn was because she had a dress on and stockings on and she felt an irritation in her lower left abdomen. She saw the burn and immediately stopped using the product. The patient explained that it's bigger, discolored and had dark brown specks in it, almost looked necrotic. The patient explained the burn didn't hurt but it's still there. The burn was not raised. She further described the burn as discolored with some sort of petechiae. The burn was the size of an eraser tip of a pencil. The burn was larger before and had a ring and then it shrunk. The patient explained it had improved in size but there was now discoloration. The color was like rosacea/brownish with black specks in the middle of it. The patient explained that it looked like something was under her skin. She threw the box and the heatwrap that caused the burn away. She had four other boxes in front of her that hadn't been used. She was too scared to use them. The patient was keeping these boxes in the back of her cupboard. She used them all of the time but she hadn't used any since the burn. She believed she will be permanently discontinuing this product. There were too many recalls. She was wondering if there had been a recall on the ones she had. The patient believed she was using a muscle pain therapy heatwrap when she experienced the burn. She verified she did not go to bed with the heatwraps on. She explained the warmth from the heatwraps stopped the contractions from her irritable bowel syndrome. She had not been diagnosed with this but as a nurse, she believed this was what she had. The patient had taken pictures of the burn. She mentioned she received burns before on her hands before, but it was never this color. The nurse reported seriousness for burn was medically significant. The burn on her abdomen was discolored and got irritated when she was wearing paints. She believed the burn was related to the device. The patient explained there were other tiny red marks on her abdomen when she took the heatwrap off, but the marks didn't amount to anything. Her skin was red but this one burn remained. She classified her skin tone as fair. She did not have sensitive skin and tan very easily. She did not have abnormal skin conditions. She used thermacare just that day, maybe 5 hours per day. She had never used the product longer than directions. When the patient got up in the morning, she changed from her night gown into a house dress and put the heatwrap on. The dress she wears was like cotton and the underwear she used was "old lady underwear" and came up very high. The heatwrap wasn't rubbing. The patient verified she attached the adhesive to her body. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She read the usage instructions on thermacare before used the product. When she got a new box she read the back to see if there was any new things on it. She had counseled her patients going for an MRI to take the product off. She mentioned she tell her patients to wear the heatwraps. They were very convenient. Some of her patients weren't aware you were supposed to take the product off while getting an MRI. The action taken in response to the events of the product was permanently discontinued. The outcome of "burn" and "the cell in the heatwrap was broken" was resolving. The outcome of other events was unknown. As of 21feb2019, according to the product quality complaint group for lot number: t78907 and lot number: x70537: the root cause category is non assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No trend has been identified for muscle and joint product for the subclass of cells damaged/leaking for muscle and joint products. As of 14mar2019, additional information received from pqc group for lot number: t78907 includes: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the heatwrap "caused a burn." The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. As of 18mar2019 and 04apr2019, according to product quality complaint group: initial complaint assessment: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: (B)(6) 2016 through (B)(6) 2019/manufacturing site: pfizer albany/complaint class: external cause investigation complaint sub class: adverse event safety request for investigation. The pcom search returned a total of 53 complaints for muscle and joint (m&j) 8 hr products during this time period for the class/subclass. Of the 53 complaints; 3 complaints had the batch number recorded as "unknown". The 50 remaining complaints were evaluated. There was one complaint (#/#) confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. (#: (B)(4) determined the most probable root cause of the event is in the equipment, other with method as a contributory factor. The root cause of this event is brine was placed outside the cells during manufacturing due to an unseated supply line allowing air into the system. Method was considered as a contributory factor because an mwi for purging brine is necessary. There is no document that clearly provides instructions on how to purge brine. The following corrective and preventative actions were initiated to address the root causes: 2424148-mwi for purging brine, 2424164-brine manifold supply line connectors,2424171-hpm hourly inspection,2424184-need to increase border of the wrap,2424195-brine solution detectability,2424199- update fmea rpt-39239,2424234-revise investigations. Based on this pcom search, there is not a trend identified for the subclass of adverse event safety request for investigation for muscle and joint products, refer to attachment m&jae feb2016-feb2019. There is no further action required. The adverse event safety request for investigation complaint subclass shows an increase in (B)(6) 2018 thru (B)(6) 2019. This is a seasonality change in combination with a change in safety's procedure #, "case processing principles product quality complaint guidance", updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. Investigation summary: the root cause category is non-assignable (complaint not confirmed). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass of adverse event for muscle and joint products. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. This complaint was not confirmed to have a device malfunction causing a "burn". If device malfunction was confirmed the severity level is s3 per rpt-74091 "bridging pfizer hal severity ranking to severity numbers applied in the thermacare heat wrap rmp", version #, effective date: 28sep2018. Safety is notified of s3, s4 and s5 per sop-58303 "processing consumer complaints", section 7.4, version #, effective date: 15nov2018. Notification to safety was sent on 18mar2019. Follow-up (21feb2019): this is a follow-up report from the product quality complaint group includes investigational results, patient age updated and causality updated from n/a to associated. Follow-up (14mar2019): new information received from product quality complaint group includes investigation results. Follow-up (18mar2019 and 04apr2019): new information received from product quality complaints group included: investigation results. Company clinical evaluation comment: based on the information provided, the events of thermal burn, skin irritation, skin discolouration, petechiae, device breakage, and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of thermal burn, skin irritation, skin discolouration, petechiae, device breakage, and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the heatwrap "caused a burn." The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] burn [thermal burn] , she felt an irritation in her lower left abdomen [skin irritation] , it's bigger, discolored and has dark brown specks in it, almost looked necrotic [skin discolouration] , the burn as discolored with some sort of petechiae [petechiae] , the cell in the heatwrap was broken [device breakage] , attached the adhesive to her body/did not check her skin under the product while wearing thermacare/she read the usage instructions on thermacare before used the product [intentional device misuse] , placed the heatwrap on her lower abdomen because she had irritable bowel syndrome [device use issue] , . Case narrative:this is a spontaneous report from a contactable nurse reported for herself. A 50-year-old female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain) lot number: t78907, expiry date: nov2020, and lot number: x70537, expiry date: aug2021, from 2004 to (B)(6) 2019 at unknown dose to stop contractions from irritable bowel syndrome. Medical history included high blood pressure, high cholesterol and irritable bowel syndrome. Concomitant medications included irbesartan tablet oral at 150 mg for high blood pressure, tamsulosin tablet oral at 0.4 mg as needed for kidney stone and atenolol (strength: 25 mg) at 25 mg for tachycardia. She previously used thermacare heatwraps and did not experience the same problem. The patient explained she had red marks on her skin when she took the previous product off but no burning. The patient used an electric heating pad four years ago, for maybe 3 hours on low. Her heating pad shuts off automatically after 20 minutes. She did not want to start back using that. She did not previously experience any problem. The patient stated that her husband purchased the thermacare heatwraps for her. She placed the heatwrap on her lower abdomen since 2004 because she had irritable bowel syndrome and it helped. The other day (jan2019), the patient noticed there was a burn on her abdomen. There were other red marks on her abdomen, but this one particular burn remained. The patient explained the burn was a perfect shaped circle located on the lower left side of her abdomen. She mentioned the burn looked bigger than before. There was no blister on it. She put some silver sulfadiazine on it because the burn looked like it was going to blister. The patient first stated that this particular heatwrap that caused the burn she believed was neck pain therapy or shoulder. She later clarified she believed the heatwrap was muscle pain therapy. She knew it was the smallest heatwrap. The patient explained the cell in the heatwrap was broken and she would like to know what was going on. The patient explained this wasn't the first time a cell had broken inside the heatwrap. She wanted to know if there was any lead in her abdomen from that. She was concerned since she still had the burn. The patient clarified she noticed the burn right before her birthday. The patient explained that the only reason she noticed the burn was because she had a dress on and stockings on and she felt an irritation in her lower left abdomen. She saw the burn and immediately stopped using the product. The patient explained that it's bigger, discolored and had dark brown specks in it, almost looked necrotic. The patient explained the burn didn't hurt but it's still there. The burn was not raised. She further described the burn as discolored with some sort of petechiae. The burn was the size of an eraser tip of a pencil. The burn was larger before and had a ring and then it shrunk. The patient explained it had improved in size but there was now discoloration. The color was like rosacea/brownish with black specks in the middle of it. The patient explained that it looked like something was under her skin. She threw the box and the heatwrap that caused the burn away. She had four other boxes in front of her that hadn't been used. She was too scared to use them. The patient was keeping these boxes in the back of her cupboard. She used them all of the time but she hadn't used any since the burn. She believed she will be permanently discontinuing this product. There were too many recalls. She was wondering if there had been a recall on the ones she had. The patient believed she was using a muscle pain therapy heatwrap when she experienced the burn. She verified she did not go to bed with the heatwraps on. She explained the warmth from the heatwraps stopped the contractions from her irritable bowel syndrome. She had not been diagnosed with this but as a nurse, she believed this was what she had. The patient had taken pictures of the burn. She mentioned she received burns before on her hands before, but it was never this color. The nurse reported seriousness for burn was medically significant. The burn on her abdomen was discolored and got irritated when she was wearing paints. She believed the burn was related to the device. The patient explained there were other tiny red marks on her abdomen when she took the heatwrap off, but the marks didn't amount to anything. Her skin was red but this one burn remained. She classified her skin tone as fair. She did not have sensitive skin and tan very easily. She did not have abnormal skin conditions. She used thermacare just that day, maybe 5 hours per day. She had never used the product longer than directions. When the patient got up in the morning, she changed from her night gown into a house dress and put the heatwrap on. The dress she wears was like cotton and the underwear she used was "old lady underwear" and came up very high. The heatwrap wasn't rubbing. The patient verified she attached the adhesive to her body. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She read the usage instructions on thermacare before used the product. When she got a new box she read the back to see if there was any new things on it. She had counseled her patients going for an MRI to take the product off. She mentioned she tell her patients to wear the heatwraps. They were very convenient. Some of her patients weren't aware you were supposed to take the product off while getting an MRI. The action taken in response to the events of the product was permanently discontinued. The outcome of "burn" and "the cell in the heatwrap was broken" was resolving. The outcome of other events was unknown. As of 21feb2019, according to the product quality complaint group for lot number: t78907 and lot number: x70537: the root cause category is non assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No trend has been identified for muscle and joint product for the subclass of cells damaged/leaking for muscle and joint products. As of 14mar2019, additional information received from pqc group for lot number: t78907 includes: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the heatwrap "caused a burn." The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (21feb2019): this is a follow-up report from the product quality complaint group includes investigational results, patient age updated and causality updated from n/a to associated. Follow-up (14mar2019): new information received from product quality complaint group includes investigation results. Company clinical evaluation comment: based on the information provided, the events of thermal burn, skin irritation, skin discolouration, petechiae, device breakage, and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of thermal burn, skin irritation, skin discolouration, petechiae, device breakage, and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.